Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that it looked like the system controller was exposed to water. A self-test was performed and it sounded slightly off, but still was functioning appropriately. It was noted that the paint on the top side of the controller was worn off. The patient's system controller was exchanged and the patient tolerated the exchange. A self-test was performed on the new controller and passed.

Manufacturer narrative:
Corrected data: section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of discoloration on the display and cosmetic damage of the housing of the heartmate system controller was confirmed via evaluation of the returned controller. The reported event of the self-test audio sounding ¿off¿ was not confirmed during evaluation. Visual inspection of the returned controller revealed a green discoloration on the display and backup battery ribbon cable connection, and cosmetic damage to the controller housing. Both controller speakers were observed to be free of debris. Throughout testing, the controller produced normal audio tones which exceeded the designed volume threshold. Multiple self-tests were performed, and the controller alarmed appropriately each time. The controller passed all other functional testing. The controller was opened, and a green substance consistent with fluid ingress was observed throughout the interior of the controller. The fluid ingress was observed on the display, which would cause the screen to appear discolored. The downloaded log files showed the system operating as intended. The provided information indicated the controller was exchanged and the new controller passed the self-test without issue. The root cause for the discoloration on the display was determined to be due to fluid ingress. A root cause for the cosmetic damage to the housing and noise/sound issue was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. This section also instructs the user to regularly inspect the system controller¿s audio speakers for dirt or grease. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.